Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. The customer's address is unknown. (B)(6). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that syringe integra 3ml w/ndl 25x1 rb leaked. The following information was provided by the initial reporter: "bd integra syringe with retracting bd precision glide needle 3ml 25g x (0.5mm x 25mm) use for covid-19 under emergency use authorization (eua) used to inject moderna. I went to give the patient his moderna vaccine. I injected needle into muscle on left arm and the vaccine leaked out of the syringe rather than traveling through the needle and going into the patient's arm. I'm fairly certain the patient received none of the vaccine."